Event description:
It was reported that the balloon became stuck with the guidewire. The target lesion was located in the severely tortuous and severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon became stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as one unit and the procedure was completed with another of the same device. No patient complications were reported.